Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure. Additional information was received that the patient was not having any difficulty prior the revision. The patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure.